Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of supplied photographs of x-rays did not confirm the reported metal post/poly component disassembly; however, the photographs indicate the tibial hinge insert assembly was dislocated. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the root cause of the device dislocation; however, it is thought that because the event occurred two days post surgery, the joint had increased tissue laxity allowing the device to move excessively. No evidence was found suggesting product error was a contributing factor and the based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address disassociation of the metal post from the poly in the universal hinge inset. (Left knee).